Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf080 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
Clinical team reported tubing cracked and leaked blood. This resulted in a delay in treatment. It was stated the needle was replaced. No other information was provided.